Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer had difficulty sliding the cartridge into place when loading it onto the pump. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge to address the issue.